Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 07may2019. Information was received that there was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer swap out the power management board and the power overlay switch to isolate the failure. The customer reported replacing the power overlay switch and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared an error 1105 (alarm led failed). It is unknown if the device was in use at the time of the event. There was no patient harm reported.